Event description:
It was reported the intellivue multi measurement server x2 displays a speaker malfunction error message. The device was in use on a patient. There was no report of patient or user harm.

Manufacturer narrative:
A good faith effort attempt was conducted to receive information if the device still produced sound, but no further information could be received and it remains unknown. Diagnostic/functional testing was performed at the philips authorized repair facility. Results of functional testing determined that the speaker was defective and needed replacement. Based on the information available and the testing conducted, the cause of the reported problem was a defective speaker. The reported problem was confirmed. The device was operational after the speaker was replaced. The device was returned to the customer. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened. E1: reporting institution phone#: (B)(6). E1: reporter phone# : (B)(6). D4: the manufacturing date for the reported device is prior to (B)(6) 2016 so no UDI required.